Event description:
A malfunction alarm was reported, associated with malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arise.